Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified subclavian artery. An 8.0 x 200, 75cm mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta). During inflation at 10 atmospheres for 30 seconds, the balloon burst inside the patient's body. The device was removed, and the procedure was completed with a different device of the same model. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket/510(k): k103751, k110122, k141521. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 90 mm in length and extended from a position of 15 mm distal from the proximal markerband to 105 mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified subclavian artery. An 8.0 x 200, 75 cm mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta). During inflation at 10 atmospheres for 30 seconds, the balloon burst inside the patient's body. The device was removed, and the procedure was completed with a different device of the same model. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k103751, k110122, k141521. E1 - initial reporter email: added. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 90mm in length and extended from a position of 15mm distal from the proximal markerband to 105mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified subclavian artery. An 8.0 x 200, 75cm mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta). During inflation at 10 atmospheres for 30 seconds, the balloon burst inside the patient's body. The device was removed, and the procedure was completed with a different device of the same model. There were no patient complications as a result of this event.